Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a mitraclip procedure, a pericardial effusion occurred during transseptal access and a pericardiocentesis was performed to stabilize the patient. The patient presented with functional mitral regurgitation (mr) and a dilated left atrium. Transseptal puncture was posterior but did not look to be outside of the fossa. After placing the guide across the septum, a transesophageal echocardiogram revealed an effusion that wasn't present prior to the procedure. The case was completed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.